Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, patient comes in for replacement of power PICC line due to leakage. Leaks next to the insertion point when checking the coil, it is decided to change it. In connection with the catheter being pulled, a hole is discovered in the used catheter when it is flushed through to see if it was ok. No patient harm, PICC line replaced. No other information was provided.